Event description:
Further follow up with the tc confirmed that the surgeon believed that the lead damage was related to the length of time the lead was implanted in the patient, as well as the device moving as the patient grew. Additionally, it was confirmed that the lead body had majority of the damage, and the middle of the lead was still in one piece but appeared to be "shredded." No other relevant information has been received to date.

Event description:
Additional information was received that the patient is scheduled to have the remaining part of the lead revised and will have vns reimplanted. Information was received that the re-implant surgery and revision of the remaining portion of the lead was performed. There were no products available to return. Per the surgeon, the patient previously underwent a battery replacement last year however the spine surgeon that was performing the procedure was going to also replace the leads to upgrade the generator model. The surgeon indicated that during the procedure, the neck had too much calcifications for him to remove so he explanted the generator and a portion of the lead. When the patient was taken back to surgery for re-implant, this surgeon did not note any calcification reports. There was some scar tissue formed and in order to prevent too much manipulation of the nerve, only the top of the electrode was removed to place the new lead. The helices were left in the patient. No additional relevant information has been received to date.

Event description:
The patient was referred for a generator replacement due to battery depletion. During the surgery, the generator and half of the lead were explanted, as the surgeon was unable to locate the remainder of the lead. The surgeon took an x-ray in surgery to try and locate the electrodes, and the x-ray revealed that the electrodes had migrated. The surgeon believe that the electrodes were now attached to the patient¿s jugular vein and carotid vein. Since the patient received their vns implant as a child, the surgeon assessed that the lead moved down as the patient grew and moved from its original position and had fused with the patient¿s jugular vein and carotid vein. The portion of the lead explanted during this surgery appeared to be damaged. Per explanting facility's procedures, the explanted device components have been discarded. No additional relevant information has been received to date.